Event description:
It was reported that the patient had reoperation 4 months after implant due to electrode malfunction. A new device was implanted at second surgery and was functional for 2 years now. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
See manufacturer report # 3007566237-2013-02687.